Event description:
It was reported that a home patient experienced a connection issue between a uv disconnect cap and a transfer set. The patient stated that there was a loose connection and the transfer set was replaced. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received for evaluation. A visual inspection and functional testing were performed. No issues were noted that could have caused or contributed to the reported issue. The reported issue was not verified and the cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.